Manufacturer narrative:
The customer reported that they are experiencing intermittent communication loss that is hospital wide and affecting all gz telemetry units. The customer also reported that during one such instance, a patient death occurred. The approximate date of the patient death is (B)(6) 2021. The following field(s) contain no information (ni), as the customer was unable to provide such details: attempt #1: 06/08/2021 customer submitted a filled out adverse event form without providing further information about the fields in question. Additional device information: concomitant medical device: the following device was used in conjunction with the cns: transmitter: model #: gz-130pa, serial #: (B)(4), device manufacturer data: 07/16/2019, unique identifier (UDI) #: (B)(4).

Event description:
The customer reported that they are experiencing intermittent communication loss that is hospital wide and affecting all gz telemetry units.